Event description:
Philips mx40 telemetry device dropped off network: it was reported that an intellivue mx40 wearable patient monitor ceased to transmit data to the surveillance station after being brought out of standby mode. The lack of data transmission persisted for half an hour, with four 1-second long waveform segments transmitted intermittently. The batteries were taken out of the mx40, and then returned to the device, in order to cycle power to the device. Upon restarting, the mx40 successfully connected to the surveillance station. The mx40 was then replaced with another device as a precautionary measure. Root cause is unknown.